Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo mid posterior descending artery. A 2.8 x 28 mm xience alpine was being advanced to the lesion but could not cross due to the anatomy. A 2.0 x 15 mm mini trek balloon catheter was being inflated for the first time when the balloon ruptured at 12 atmospheres. The procedure was successfully completed with a 2.0 x 28 mm xience alpine and a 2.0 x 15 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.